Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that the eight cannula was leaking from the site. 3-4 days the infusion set was in use. Customer replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Device 2 of 8.